Event description:
It was reported that the family noticed smoke coming from the ventilator pigtail. Before the family could get the power cord unplugged from the wall outlet, the family noticed a flame for a brief period of time. The patient was removed from the ventilator and placed on a back-up ventilator. The ventilator pigtail and the power cord had melted together. No patient harm reported.

Manufacturer narrative:
The ventilator has not been returned to the manufacturer for evaluation.